Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("major severe persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6) 2008 and (B)(6) 2011). Previously administered products included for an unreported indication: pill in (B)(6) 2010, progesterone only pill from (B)(6) 2009 to (B)(6) 2010, depo provera from 2008 to (B)(6) 2009 and pill from 2006 to 2008. Concomitant products included hydrocodone on (B)(6) 2016 and oxycodone on (B)(6) 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("major severe and persistent cramping/ constant stabbing pains in my right lower abdomen"), coital bleeding ("bleeding after sex") and dyspareunia ("pain with intercourse"). In (B)(6) 2012, the patient experienced feeling abnormal ("phantom baby kicks (weird feeling like a baby was kicking)") and muscle spasms ("spasms"). In (B)(6) 2012, the patient experienced tooth loss ("teeth falling out"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating/ I was swollen in only my abdomen") and weight increased ("weight gain"). On an unknown date, the patient experienced dental caries ("dental decay"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), abdominal pain ("sharp inconsistent pains in my abdomen"), arthralgia ("hip pain") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, feeling abnormal, abdominal distension, weight increased, muscle spasms, coital bleeding, dyspareunia, dental caries, adenomyosis, endometriosis, abdominal pain, tooth loss, arthralgia and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, arthralgia, coital bleeding, dental caries, dyspareunia, endometriosis, feeling abnormal, mental disorder, muscle spasms, pelvic pain, tooth loss and weight increased to be related to essure. (B)(6). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("major severe persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6) 2008 and (B)(6) 2011). Previously administered products included for an unreported indication: pill in (B)(6) 2010, progesterone only pill from march 2009 to march 2010, depo provera from 2008 to march 2009 and pill from 2006 to 2008. Concomitant products included hydrocodone from (B)(6) 2016 to (B)(6) 2016 and oxycodone from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("major severe and persistent cramping/ constant stabbing pains in my right lower abdomen"), coital bleeding ("bleeding after sex") and dyspareunia ("pain with intercourse"). In (B)(6) 2012, the patient experienced discomfort ("phantom baby kicks (weird feeling like a baby was kicking)") and muscle spasms ("spasms"). In (B)(6) 2012, the patient experienced tooth loss ("teeth falling out"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating/ I was swollen in only my abdomen") and weight increased ("weight gain"). On an unknown date, the patient experienced dental caries ("dental decay"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), abdominal pain ("sharp inconsistent pains in my abdomen"), arthralgia ("hip pain") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, discomfort, abdominal distension, weight increased, muscle spasms, coital bleeding, dyspareunia, dental caries, adenomyosis, endometriosis, abdominal pain, tooth loss, arthralgia and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, arthralgia, coital bleeding, dental caries, discomfort, dyspareunia, endometriosis, mental disorder, muscle spasms, pelvic pain, tooth loss and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: 98. Most recent follow-up information incorporated above includes: on 24-may-2018: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicate of case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.